Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed; occurrence of secondary optic phenomena (glare, halo) in 4 patients, which did not reduce quality of vision. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Adverse event or product problem: corrected to product problem in initial MDR. Outcomes attributed to adverse event: not applicable in initial MDR. Common device name: corrected to phakic intraocular lens & phakic toric intraocular lens, product code: mta & qcb (cohort included several lens model) device information: corrected to icm v4, vicmo, ticm v4, vticm, vticmo (cohort included several lens models). Date received my manufacturer: should have included literature in initial MDR. Type of reportable event: corrected to malfunction in initial MDR. Claim#: (B)(4).